Manufacturer narrative:
Device not returned

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose ranged from 117-118 mg/dl. The customer reverted to manual injections for insulin therapy.